Manufacturer narrative:
H10: through follow-up communication livanova learned that the cannula had a bend in it due to placement and movement when inserted. Since the cracked cannula was discarded by the customer no product analysis could be performed. In addition, no information regarding device serial/lot number was provided and no DHR review could be conducted. Complaints database analysis revealed no trend for this type of failure. Based on the current level of information and considering similar cases findings, the most likely root cause of the event was an excessive force application during the cannula insertion/sutures placement.

Event description:
See initial report.

Manufacturer narrative:
Patient identifier - ethnicity. There was no patient involvement. Cardiacassist inc. Manufactures the protek duo veno-venous cannula. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device discarded by the customer.

Event description:
Livanova received report of a protekduo cannula crack during patient support. Reportedly, the medical team noticed a crack in the cannula after the long holiday weekend and no changes in flows were noticed despite the crack. The patient remained on support with the cannula until it was decided to replace the device with another protekduo. The cracked cannula was discarded upon removal. There was no report of patient injury.